Manufacturer narrative:
Corrected data: d9/h3 h3 other text : device not available

Event description:
The user facility reported that the top housing detached found after autoclaving. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There was no delay, no medical intervention and no adverse consequences.

Event description:
The user facility reported that the top housing detached found after autoclaving. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There was no delay, no medical intervention and no adverse consequences.